Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of the header being detached from the case. Evidence indicates that the loose header was caused by external stress during the explant procedure, laboratory analysis concluded that this header damage likely caused or contributed to the clinical observations.

Event description:
Boston scientific received information that during the device change out when attempting to explant the device the header broke and was in two pieces. The patient did not have pacing for a minute and a pressure massage was administered by the nurse and physician. The patient was chocking and moaning as a result. The patient was then stimulated over the left ventricular lead and competitor programmer. No additional adverse patient effects were noted after the explant. The device will be returned. Additional information noted that the revision took place due to normal battery depletion. No additional adverse patient effects were reported.